Event description:
Pt. Transferred to this facility from an outside hospital for further management of abdominal wall necrotizing fascitis. A dobhoff tube (dht) was initially placed 10 days after transfer and subsequently removed the following day secondary to pt. Complaint of discomfort (there was some report of "resistance" upon placement). Dht replaced in the operating room later that same day. Three days later, pt developed acute respiratory distress after receiving contrast via dht for CT. She required bipap initially and ultimately reintubation. A cxr revealed left pleural effusion and pulmonary edema; right ij central line and left pigtail chest tube placed with 1l serous-appearing fluid out. Og tube also placed. Given the sudden clinical change, pt underwent a CT chest abdomen and pelvis, which showed the dobhoff tube to perforate through the pharynx and track down the mediastinum and into the epigastric region. Pt was taken to the or emergently with thoracic surgery for possible esophageal perforation. Left thoracotomy and washout performed where retropharyngeal perforation noted (esophagus clear of injury). Tube feed material was found and cultured. Taken emergently to operating room for left thoracotomy and repair of possible esophageal perforation. At 5am op note: intraoperative findings remarkable for a pharyngeal perforation (esophagus was clear of injury on egd). The dht perforated the retropharyngeal space and remained under the mucosa all the way into her posterior mediastinum adjacent to her great vessels. Dht was removed and a left thoracotomy with mediastinal washout was performed. Large amount of purulent fluid and fibrinous debris in mediastinum.